Event description:
It was reported that during an unknown procedure, the device could not fire at the 1st firing. Changed another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged trigger post, damaged yoke teeth. The analysis results found that the atw45 device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. A tr45w cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the triggers post, yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.